Manufacturer narrative:
As of this filing, the used/damaged ultrablator 30 degree angle, 110mm x 2.5mm has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that during use of the ultrablator 30 degree angle 110mm x 2.5mm in an arthroscopic surgery, "part of the tip broke off." Follow-up with the user facility via e-mail to the distributor revealed that it's "unknown" if the broken part did or did not break off inside the surgical site. But the report did state that "the wound part was washed, but it is unknown whether the surgeon was able to retrieve all pieces out." The report also indicated that the procedure was otherwise completed as planned with the use of a back-up ultrablator. There was no patient injury and no surgical delay reported. Despite the attempt, the distributor was unable to obtain additional information from the end-user facility in regards to how or when part of the tip breakage occurred, type of the generator used and its settings, or the patient's demographic information, etc.

Manufacturer narrative:
One (1) used/damaged ultrablator was received for evaluation on 02-nov-2016. Visual inspection by the engineer found the unit was received with the ceramic insulator broken and some of the fragments were missing. Examination found there was no evidence that the electrode was damaged or overheated. Further inspection found the ceramic appeared to have fractured due to mechanical load, perhaps due to impact or being forced against another object such as a scope or cannula. Based on this finding, it is believed that the damage condition of the returned ultrablator was use related. This lot with the UDI #(B)(4) was manufactured on 04-aug-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to this reported problem of "part of the tip broke off". Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. A 2-year review of the complaint history for this device family shows there have been a total of 3 reports received including this one. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). In addition, to date, there have been no patient long term adverse effects reported regarding any of the reported incidents. This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. The ultrablator electrodes are intended to be used in arthroscopic applications of resection, ablation, tissue modification, excision of soft tissue, hemostasis of blood vessels and in coagulating soft tissues. Areas of application include knee, shoulder, ankle, wrist, and elbow arthroscopic procedures. To reduce the risk of insulation damaged and patient injury, the device instruction for use (IFU) provides the user with the following precautions and warnings: precautions: - use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. - continuous flow of irrigant is recommended. Fluid flow assists in removing debris as well as cooling the fluid in the joint and electrode tip between activations. Maintaining an outflow is important, especially in small joint spaces. Warnings: - electrodes must only be used in a conductive fluid medium to avoid insulation damage. - if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. - use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. - use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. - do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. - avoid unnecessary activation between tissue applications to avoid patient injury. - do not pry or pull tissue using the device. Insulation may be damaged. - electrical shock hazards and safety considerations: · this equipment is capable of producing a physiological effect and is for use only by licensed physicians trained in the use of this device. · examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage.